Manufacturer narrative:
Continuation of d10: product ID: pscc100 catheter product ID: non-medtronic product product type: guidewire product ID: non-medtronic product product type: mapping system medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, due the anatomy of the common inferior trunk there was some difficulty inserting another manufacturer's guidewire into the inferior pulmonary vein. The guidewire was inserted using guidance from another manufacturer's mapping system. After completing the four pulmonary vein isolations (pvi), the catheter was used to check the pulmonary vein (pv) potentials and the catheter had dislodged into the right atrium. The catheter was temporarily removed and was attempted to be reinserted into the left atrium using intracardiac echocardiography (ice). However, this proved to be difficult and the process did not continue and because there was no effusion was detected on ice, the case was completed with pulsed field ablation. A surface echo revealed a pericardial effusion. The blood pressure gradually began decreasing and a cardiac tamponade was diagnosed. A cardiac drainage was performed. No further patient complications have been reported as a result of this event.